Manufacturer narrative:
(B)(4). Device evaluation: product is not available, the complaint issue reported could not be verified. Product deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this production order number. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that surprise refractive error -5.0, doctor had patient manifest refraction and used barrett rx to calculate lens replacement in the right eye (od). There was 10 minutes delay due to explant. There was incision enlargement and suture was required. The patient was doing fine when discharged. Pre-op: 3.25 + 0.60 x 177, post-op: -5.0 +0.50 x 166. No further information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.